Event description:
Failure code 550:320:844:0000 was found strictly through the service evaluation. The customer did not report this condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility reported a colleague infusion pump with "failure." During product evaluation, a baxter service technician discovered failure code 550:320:844:0000 and found the pump failed to audibly alarm for this condition. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 550:320:844:0000 which failed to audibly alarm was confirmed during product evaluation in the pump's event history. This condition was caused by a disconnected speaker harness. The speaker harness was reconnected to correct the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.